Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the clinic after missing a remote transmission and it was noted that the device could not be interrogated. The device still could not be interrogated after several attempts and two programmers. A 12 lead electrocardiogram (ECG) was consistent with a "non-paced" rhythm. The device was noted to have reached end of life (eol) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Device analysis revealed that the device loss of telemetry and all functions were due to the battery laser ribbon bond jumper/terminal block being disconnected from the hybrid. Hybrid analysis revealed that the cause of the lifted terminal block was lack of a fully completed solder bond on any of the four posts of the battery terminal block. The reason that no bonds existed was not determined. If information is provided in the future, a supplemental report will be issued.